Manufacturer narrative:
PMA 510k #k210476. This report is being submitted as a cancellation report following conclusion of investigation on the 03-may-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation: the echo-19 device of lot number c1969245 was returned for evaluation opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 23 january 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below was observed: device returned with needle handle and needle separate from the rest of the device. Distal end of needle examined and no issue observed. Sheath extender able to retract fully but unable to pass kink below sheath extender. A lab re-evaluation was done on 26 april 2023. The inner collar was observed to be separated from inner handle - evidence of glue found. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1969245 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1969245. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to the needle handle detaching. It is also possible there was difficult gaining access to the target site and the device was utilised in a torturous position both of which could have attributed to the handle detaching from the device. Another possible root cause could be attributed to the endoscope being in a flexed or twisted position during the procedure. From looking at the lab images the device was positioned loosely in the tray therefore the kink below sheath extender most likely occurred in the device returns process. However, as most of the answers to the additional questions are unknown the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 26-apr-2023. This report is also being submitted as a cancellation report following conclusion of investigation on the 03-may-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was occurred during in the eus procedure. The sheath of the needle and the needle have been separated. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Unknown. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Unknown. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Unknown. If not with the device in question, how was the procedure performed and/or finished? The needle was removed outside the endoscopic accessory channel. Was the device used in a tortuous position? Unknown. Are images of the device or procedure available? Unknown. Was it damaged in packaging before removal? No, it wasn't. Was it damaged on removal from packaging? No, it wasn't. Was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Unknown. Was the scope recently serviced / repaired? Unknown. Was force required on insertion of device into scope? Unknown. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The sheath of the needle and the needle have been separated. What is the endoscope manufacturer and model number that was used with this device? Unknown. Was difficulty experienced while retracting the needle? Unknown. Was the needle able to be fully retracted before removing from the patient? Unknown. Was gaining access to the targeted site difficult? Unknown. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. Was needle penetration of the targeted site difficult? Unknown. Was the stylet fully in place inside the needle when advancing into the targeted site? No. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? Unknown. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown. Was there difficulty in attachment / detachment of the leur to the scope? Unknown. If the device is procore and it is kinked distally, is the kink at the notch / core trap? For complaints specific to the echotip ultra fiducial needle, rpn echo-22-f.